Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the battery was depleting quickly. Although requested, the customer declined to provide further information or participate in troubleshooting.